Event description:
It was reported that the 9800 system would boot, but an error message of precharge fail would be displayed. No pt injury reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Identified the need to replace the batteries. Facility stated that they will order batteries and replace. They will finish the repair. No additional info.